Manufacturer narrative:
The event occurred on an unspecified date reported as "within the last couple of weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient line cap of an amia automated pd set with cassette ¿was off while it was in the bag¿. This was identified prior to use for peritoneal dialysis therapy. As a result, the home patient did not use the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.